Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s pacemaker was in backup vvi mode. The patient was brought into the clinic where the physician attempted to reprogram to restore the pacemaker but was unsuccessful. The pacemaker was explanted and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.